Manufacturer narrative:
The unit had a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube, the reservoir tube lip completely broken off, a minor scratched display window, a missing end cap sticker, and a missing reservoir tube o-ring.

Event description:
The customer's mother called in to report several cracks on the insulin pump and that the device was being held together by tape. The caller also reported that the o-ring was falling out. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.